Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 11.7 cm to 11.9 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced.